Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 39x3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the stent delivery system shaft was fractured. The device was simply and directly removed completely from the patient's body. The procedure as completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A f/g,promus element,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage; stent strut row 7 from the proximal end of stent was lifted and damaged. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 39x3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the stent delivery system shaft was fractured. The device was simply and directly removed completely from the patient's body. The procedure as completed with another of the same device. No patient complications were reported and the patient's status was stable.